Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the balloon bursted. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, burst; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good and stopcock condition, open. Functional tests & results: ballon inflation test, could not insufflate. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that balloon had burst, making instrument non functional. Instrument was received with a balloon which has burst and extension was protruding through tip of balloon. There were 3 pieces of ballon returned, and it appeared that a small piece of balloon, which was approximately 3/8" in diamter, was not returned. Instrument would not function as designed due balloon which had burst and no conclusion could be reached how balloon had burst. Each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously imrpove co's products.